Event description:
New information received notes that the post-sensed t-wave oversensing was noted via remote transmission.

Event description:
It was reported that post sensed t-wave oversensing was noted on the implantable cardiac monitor (icm). The icm was reprogrammed to resolve the issue. The patient was stable throughout.